Event description:
The customer reported that during central processing, it was identified that the black sheath on the instrument has rubbed off. There were no broken or missing pieces reported. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. On (B)(4) 2012, isi contacted the initial reporter of this complaint. It was indicated that after the clinical sales representative's (csr) assessment of the hospital's cleaning and sterilization process, the main tube insulation was found to be rough on the instrument. The csr advised the hospital to return the instrument to isi, as there is potential for the shaft material to come off.

Manufacturer narrative:
(B)(4) - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed was able to confirm the reported failure mode. The entire main tube exhibited a rough discolored surface. Engineering concluded that damage was likely due to mishandling. Additional observation not reported by customer was intuitive motion not being experienced smoothly through manual input of disc knobs. The instrument housing was removed for inspections and the cables were found to be loose in the chassis area. The clamping pulley screws were secured. The clamping pulley showed signs of excessive residue and surface wear and the flush tube was missing. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.